Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 527 mg/dl. The customer stated they have been having high blood glucose of 528 mg/dl and took 10u bolus through the insulin pump to treat the high blood glucose reading. The customer declined to troubleshoot for the high blood glucose level. The customer stated when he inserts quickset into the body, the cannula will be bent and the insulin pump isn't alarming no delivery. The customer was taken through troubleshooting but has no tubing clamp. The customer will be sent out a tubing clamp and the customer was advised to call back when he receives the tubing clamp so that the troubleshoot can be performed for the customer. The product will not be returned for analysis.